Manufacturer narrative:
The customer was provided with a quote for a power switch overlay by the remote service engineer. It is unknown if there's patient involvement; however, no patient or user harm was reported. Multiple attempts were made to obtain information regarding the patient information, repair, and operational status with no response from the reporter. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
Report date: (B)(6) 2021. (B)(4).it is unknown if the device was in patient use when this event occurred. Additional information has been requested.

Event description:
The customer reported the ventilator provided and error message at start up: alarm led failed. The patient or user involvement is unknown but has been requested. No patient harm reported.